Event description:
Received information stating customer got pushed into the water and received an altitude alarm. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.